Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Device evaluation summary: thirteen unopened samples of product code (B)(4), lot # kph639 were returned for analysis. The issue sample was not received for evaluation. The representative samples were examined for visual defects and no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples the assignable cause cannot be determined as no defects were observed on the packets or the sutures, the tested samples met the requirements.